Event description:
A customer contacted beckman coulter regarding false low potassium (k) results from multiple pt(s) generated by the synchron cx3 delta instrument. As per customer, the k results were ranged from 0.5 to 1.0mmol/l lower than the k results obtained at reference lab. The customer did not provide the actual k results, but only one example. Cx3 delta k result: 3.1 mmol/l. Reference lab result: 4.1 mmol/l. The customer indicated that pt(s) were given potasium due to false low results. No additional info regardiing this event was provided by the customer.